Event description:
Monitor was received for servicing with the stated symptom of "does not alarm when unit is first turned on." The monitor is designed to perform a self test when its first turned on. The audible alarm is sounded as part of this self test.